Event description:
Catheter was inseted and showed a negative reading.

Manufacturer narrative:
On the (B)(6) 2020 it was reported that a catheter was inserted and showed a negative reading. A complaint form was sent to the customer to obtain more information in relation to the complaint. The customer responded to email and could not confirm the date of failure or the serial number of the monitor or cable used with the catheter. The customer informed natus that the catheter was put into a bag a labeled as "faulty". The product was returned to natus and received in house on the 19th feb 2020. A review was completed and shows no associated capas. Complaint history was reviewed for the previous two years and found 2 similar complaints have occured, giving an incident rate of .01%. Review of medical device hazard analysis shows incident to identify as a non hazard. Depot repair completed a visual and functional inspection on the device. It was noted that there was a bend in the body of the device. The catheters reading was out of tolerancefor the l run of the photo meter test. On the (B)(6) it was confirmed that the catheter was not functioning as intended. Going forward, we will continue to monitor and trend complaints for this issue. Justification for not providing below information and applicable sections: a: patient information - no patient injury reported, device malfunction occurred. B3: date of event - date of event requested from the customer but information not yet provided b6: relevant tests / laboratory data - this section is not applicable as no patient injury occurred. B.7 other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. C: suspect products - not applicable d4: serial # - this section is not applicable as the medical device does not have a serial number. D.6: if implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. D.7 if explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. D.9 reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. D.11 concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device f: for use by user facility / importer - not applicable as we are not a facility or importer of device. G.6 if nd, give protocol # - this section is not applicable as the medical device is not ind. G.8 adverse event terms - this section is not applicable to medical devices. H.7 if remedial action initiated , check type - this section is not applicable as no remedial action was initiated. H.9 if action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Catheter was inserted and showed a negative reading.